Event description:
It was reported to medtronic neurosurgery that during preparation, the doctor found a leak in the device.

Manufacturer narrative:
The product has not been returned to the MFR. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture. No impact to the pt was reported.